Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient experienced bleeding. Ion registration was just completed when the bleeding was observed; no biopsy tools had yet been deployed. The medical team removed the ion system, entered with a bronchoscope, and then used epinephrine and suction to manage the bleeding. The procedure was aborted. The patient was admitted to the hospital and the physician confirmed there was no active bleeding. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.